Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an subcutaneous implantable cardioverter defibrillator (s-ICD) check was done recently. An health care professional (hcp) stated she received a note at her desk documenting that the device did not work. Boston scientific technical services (ts) was contacted and inquired if a device check was done by consult or if this meant the s-ICD did not actually work. The caller did not know, but thought it may have been related to consult (which consult does not support for s-ICD checks). The patient remained in the hospital. The field representative was contacted for additional information. Despite his efforts trying to obtain further information, there was no success. According to our records, this s-ICD remains implanted and in service.